Event description:
This report address an issue with transfer set. The customer contacted baxter's technical service center to report a connection issue which occurred between transfer set and titanium adapter found during use. A nurse reported that an accidental disconnection occurred during therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available and the lot number is unknown. Since a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.